Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported by the via social media that her compatible phone broke, and she replaced it with an incompatible model. She stated that seven months later she experienced an 18-hour low blood sugar coma because her sensor expired, and she only received notice on her insulin pump when the sensor had expired. No bg values or treatment information were provided. The patient recovered from the coma. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.